Event description:
Medtronic received information that approximately four months following the implant of this transcatheter bioprosthetic valve, valve thrombosis was reported. Acute myocardial infarction occurred, and a coronary intervention was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.